Event description:
It was reported three magnum m suture implants were attempted but not used within the same procedure. According to the physician, the wings of the implants failed to deploy or lock into place. The physician was able to complete the procedure using a competitor's product. No pt complications were reported as a result of this event.

Manufacturer narrative:
Device 1 of 3. Reference manufacturer reports: 2032380-2011-00160 and 2032380-2011-00161.